Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a vent inop message. The ventilator was not on a patient at the time of the event. The evaluation and repair of the device has not been completed.

Manufacturer narrative:
A service engineer (se) inspected the device and found the mentioned issue. The se performed self-testing to resolve the reported issue. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.